Event description:
A non-healthcare professional reported that difficulty in lifting the flap which resulted in incomplete flap in unknown eye of the patient during refractive surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer, field service engineer performed and signed service installation record. System meets specifications as per service installation record. During onsite visit the field service engineer performed preventive maintenance. Field service engineer performed system verification as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The logfile shows twelve successfully performed treatments without interruptions. Due to missing information about the treatment details the related treatment could not be identified in the logfile. The review of the complete treatment day shows that all beam control checks were performed immediately before the treatment. The review also shows that during eleven treatments the suction process was achieved without missed vacuum one or two and re-dockings. During one treatment the surgeon missed vacuum one once and vacuum two twice during the docking process/before the treatment. Suction ring and patient interface cone were docked twice on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value. The review also shows that all treatments were performed with no relevant deviation between planned and performed energy. Review of logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. More information about the reported issue was requested but not received. Not enough information was provided to perform an investigation about the reported issue. No part is expected to be returned to company for evaluation. No root cause for the reported event could be determined, as the device was found to meet specifications. The manufacturer internal reference number is: (B)(4).